Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had clutch error when testing occlusion. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, bottom case, and plunger case. A 'check clutch error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the old, dirty, and worn-out clutch halves and lead screw was the root cause. The top case, bottom case and right plunger case were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.